Event description:
New rep from cytyc. The novasure rf controller had a vacuum light go on. Rep unsure how to correct & placed call to company. Room staff pushed enable button and machine worked. Rep continued case. Novasure device deployed. Only deployed for ~5 sec & system stopped, indicating completion. Uterus checked and did not appear ablated. Rep stated couldn't repeat procedure. Pt recovered to pacu. Gyn specialist (rn) consulted, who then called old rep who immediately came on-site. Pt informed by doctor of machine malfunction & pt opted to have procedure repeated same day. Second procedure performed and uterus ablated. Old rep stated as she was leaving that vacuum light alarm had gone on again, but she was able to correct it, this time it did not interfere with second procedure.